Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation . A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that there was a kink in the microcuff endotracheal tube during use. During use the suction catheter could not be threaded through the tube and it was noticed that the tube was kinked. The patient was re-intubated. Additional information was received on (B)(6) 2016 that stated the patient was re-intubated and is doing fine. No further information provided.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.